Manufacturer narrative:
Inspection of the incident device found the blue insulation was scratched and had a hole it. The electrode failed hipot testing around the damaged insulation. The investigation identified the root cause of the reported event to be attributed to user handling damage. The electrode may have been cleaned with an abrasive material. The instructions for use states the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded.

Event description:
The customer reported that a patient lesion occurred away from the operative area following an electrical arc from the electrode during a whipple procedure. The insulation was reported to have a hole in the proximal part of the electrode. The injury was described as a 1st degree reddened area. No medical intervention was required. The incident pencil was discarded by the customer. An erbe generator was in use at force 60, effect 4, coag mode. The serial number is unknown. Medtronics initial investigation found the insulation on the shaft of the electrode was damaged exposing metal. The device filed hipot testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.